Event description:
As reported by the edwards field clinical specialist, during deployment of a 26mm sapien 3 ultra resilia aortic valve, the balloon ruptured on the commander delivery system. The valve was not nominally deployed, but it remained anchored in place while the delivery system and 14fr esheath+ were removed. The delivery system did get caught on the tip of the esheath, so the esheath and delivery system were removed all together. A 16fr esheath+ was prepped and inserted. A 26mm atlas gold balloon was prepped and used to finish expansion of the 26mm sapien 3 ultra resilia valve. After the balloon and 16fr esheath were removed and additional percloses and angioseal were deployed, a run-off image showed no trauma to the vessel and successful closure of the access site. The perceived root cause of the event was the sinotubular junction (stj) calcium. The provided device-related fluoro imagery was reviewed, and the following was observed: radial and longitudinal balloon burst, with large portion of balloon working length fully separated, distal shoulder of the balloon umbrellaed over nose tip, distal balloon wings flared. Balloon burst at or near full inflation.

Manufacturer narrative:
Updated section b5 and h6- device code, type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of the imagery provided revealed the following: radial and longitudinal balloon burst, with large portion of balloon working length fully separated, distal shoulder of the balloon umbrellaed over nose tip, distal balloon wings flared. Balloon burst at or near full inflation. There is calcification in the patient landing zone. There is tortuosity in the patient access vasculature. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of returned device imagery. Available information suggests patient factors (calcification) likely contributed to the event as calcification of the landing zone was observed in provided 3mensio imagery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty to withdraw system through sheath and system component separation during use were confirmed based on evaluation of returned device imagery. Available information suggests altered balloon profile contributed to the withdrawal difficulty event, while additional pull force/device manipulation likely contributed to the balloon separation, as the distal portion of the burst balloon was umbrellaed over the nose tip, the distal balloon wings were flared, and a portion of the inflation balloon was fully separated. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during deployment of a 26mm sapien 3 ultra resilia aortic valve, the balloon ruptured on the commander delivery system. The valve was not nominally deployed, but it remained anchored in place while the delivery system and 14fr esheath+ were removed. The delivery system did get caught on the tip of the esheath, so the esheath and delivery system were removed all together. A 16fr esheath+ was prepped and inserted. A 26mm atlas gold balloon was prepped and used to finish expansion of the 26mm sapien 3 ultra resilia valve. After the balloon and 16fr esheath were removed and additional percloses and angioseal were deployed, a run-off image showed no trauma to the vessel and successful closure of the access site. The perceived root cause of the event was the sinotubular junction (stj) calcium.